Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported inadequate stimulation. A lead revision was performed. Following placement of the leads, difficulty was noted when securing one (1) lead into the closed loop stimulator (cls) port. The cls was replaced and the revision procedure completed to restore therapy.

Manufacturer narrative:
Additional information: section d - concomitant medical products: evoke closed loop stimulator (cls), catalog number - 1002, serial number - (B)(6), manufacture date - 3/29/2023, expiration date - 2/2/2025, UDI/gtin - (B)(4). The lead remains in use, making it unavailable for analysis. Without the return of the device, it is not possible to reach a definitive root cause. The evoke scs system surgical guide lists potential risks associated with surgery and spinal cord stimulation including, "undesirable changes in stimulation sensation and/or location" and "uncomfortable changes in stimulation (over and/or under stimulation)" and continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks. The cause of the undesired stimulation remains unknown. The closed loop stimulator (cls) was not returned for analysis. During the lead revision, the cls set screw fell out of the surgical field and the device was required to be replaced. The evoke scs system surgical guide states, "when satisfied that the leads are correctly inserted, use the torque wrench (supplied in the kit) to tighten the setscrew on each port until you hear a 'click'. The root cause of the cls set screw issue was unable to be definitively determined. A DHR review was performed and the device met all requirements for release.